Event description:
The procedure was to treat a pre-dilated lesion in the proximal rca. The ultra was advanced and inflated to 11 atm to deploy the stent. The balloon appeared to hold pressure, but when negative pressure was applied to remove the stent delivery system (sds), blood was observed in the hub. A dissection was noted poximal to the stent and there was no reflow for a short period of time. Another stent was placed to treat the dissection and re-establish flow. Again the patient experienced a brief no reflow, but it resolved itself.